Event description:
The patient contacted animas on (B)(6) 2014 reporting that they had a history of blood glucose (bg) decreasing in the morning. The patient stated their bg decreased to 54 mg/dl without symptoms some mornings. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The healthcare professional (hcp) was not able to figure out why until appointment today. The patient stated that they went to see hcp and from the print-out they found that the pump was giving them increased insulin starting at midnight. Patient states that basal rates on pump are correct. The patient does not know what print-out showed. This report is being made due to the history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.